Event description:
A malfunction alarm occurred on the pump for the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer did not take any corrective action or seek third-party assistance initially. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again.